Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a partial view of the catheter implanted into the patient. The clinician is holding the red luer end. Two scissors are placed on the bifurcation hub. A gauze /dressing is placed under the clamps area on the patient body. The gauze is bloody. The second photo shows a partial view of the catheter implanted into the patient. The clinician is holding the extension legs outwards to show the area near the joint of the extension legs. A gauze /dressing is placed under the clamps area on the patient body. The photo is not clear to identify if there is any leak coming out of the joint. The extension legs are filled with blood. Therefore ,the investigation is inconclusive for the reported fluid leak issue as the photo/image evidence provided is unclear which is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure. On (B)(6) 2025, thirteen days later post a placement, it was reported that the catheter extension tubing connection was allegedly found blood leak. It was further reported that the catheter allegedly found blood seepage between three or four ribs. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure. On (B)(6) 2025, thirteen days later post placement, it was reported that the catheter extension tubing connection was allegedly found blood leak. It was further reported that the catheter allegedly found blood seepage between three or four ribs. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.